Manufacturer narrative:
(B)(4). Review of the ecog and impedance data are suggestive of a potential lead break. The explanted product was not returned to neuropace for analysis.

Event description:
Evidence of a lead break on the left temporal (non-mesial) depth lead with no fixation was noted, during an ecog review. The ecog data showed first evidence of a lead break on (B)(6) 2025. The lead signal appeared flat with occasional artifact as well as some long episode ecogs. On (B)(6) 2026, the lead was replaced.